Event description:
Received information stating customer received a low power alert and was unable to dismiss the alert. Reportedly, there was a small spike in customer's blood glucose level.

Manufacturer narrative:
During troubleshooting with tandem technical support, the alert was cleared. Follow up the customer indicated that the pump was working as expected. The device is available for evaluation; however, the device has not been received. A follow up report will be submitted if the device is received.